Manufacturer narrative:
Unit unable to perform displacement test, prime/seating, basic occlusion test, occlusion test, displacement accuracy test, or force sensor test due to rewind test failure triggered by pump error 37. Pump passed self test. Unit was successfully downloaded using thump software. On adapt, pump error 43 was recorded several times on(B)(6) 2024 at 03:59:11.000 hour through 10:02:32.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, motor assembly, and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case, stained keypad overlay, cracked keypad overlay, corroded home switch, pillowing keypad overlay, scratched case, and corroded battery tube in summary, customer concern for pump error 43 confirmed. Pump error 43 due to corroded home switch. Alert confirmed in download history review. Pump error 37 confirmed during testing. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.